Event description:
It was reported that the lead coil was damaged during implant when using the safe sheath lot #s31323. The lead explanted and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.